Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, the device would not respond to input selection via the front panel membrane. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2017-02473 for a similar event reported for this device from the same customer.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation and was received under a similar claim on a different patient, medwatch report number 1220908-2017-02473. The device was returned to zoll medical corporation and the reported malfunction of "incorrect mode" was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The reported malfunction of "no response to front panel controls" was attributed to the data entry switch membrane. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a female patient in her 70's, the device operated in the incorrect mode and would not respond to front panel controls. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2017-02473 for a similar event reported for this device from the same customer.